Event description:
In january 2006 the lay-user/patient contacted lifescan alleging that her one touch ultra meter was giving her an "error 5" message. The medical affairs specialist mailed a letter to the patient since she could not be reached by telephone. The patient indicated that she had suffered a "diabetic seizure" in january 2006 in the evening. It is not known if the patient tried using her meter before, during, or after the event. The patient ended up getting a reading of "21 mg/dl" on her uncle's "advantage" meter. The date/time of this reading is unknown. The paramedics were contacted. When they arrived, she was administered an IV of unknown contents. After the IV was started, she was tested by the paramedics using an unknown device and obtaining a reading of "121 mg/dl." It is reported that the time difference between the two readings was "3-4 minutes." No additional information was provided. It would have been helpful to know the following information: when the "error 5" started, what symptoms the patient had, when the symptoms developed, if the patient tried testing before and during the event using her meter, and what medications/treatments she took on the day of the event. In addition, it would have been helpful to know when the glucose readings were taken on her uncle's meter and the paramedic's device in relation to the time of the "diabetic seizure" occurred. Also, it would have been helpful to know if she was hospitalized and if any adjustments were made to her medication regimen as a result of the event. The meter, test strips, and control solution were replaced. Although it is not known if the meter was used during the event, this complaint is being reported as a result of the patient experiencing a "diabetic seizure" and receiving medical treatment.